Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed and attributed to an unseated flex cable. The cable was replaced to remedy the malfunction. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.